Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. The unit was also received with minor scratches on the display window and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The customer also mentioned that she spotted condensation behind the screen. She did not know how the moisture exposure occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.